Event description:
It was reported that the user contacted support after being advised by a trainer and clinician to perform a factory reset of the ilet system due to observed mal-adaptation associated with frequently announcing meals as smaller than actual; the user was using a dexcom g7 cgm and an infusion set with 23 inch tubing and 6 mm cannula, and blood glucose was reportedly unaffected. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem related to improper or incorrect procedure, with no device problem found; the event was associated with user interface interactions and meal announcement practices. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.